Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua7 was due to a defective load cell 1. The cracked covers and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, cracked front and bottom enclosures were observed on the returned autopulse platform, likely due to mishandling. During archive data review, multiple ua7 error messages were recorded, thus confirming the reported complaint. The initial functional testing failed due to the returned autopulse platform displayed "(ua)07" upon powering on, thus confirming the reported complaint. To remedy, the defective single point load cell 1 was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed final test. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
Customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory- "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.